Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 -initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left vertebral artery. A 6f short sheath was inserted via the right femoral artery. An ordinary 260cm guidewire was crossed into the lesion followed by advancing a 6f catheter over the guidewire, and then the guidewire was withdrawn. The lesion location was determined by catheter angiography, and an 018 guidewire was delivered through catheter and was delivered to the lesion opening. The balloon was delivered over the guidewire, and the lesion was dilated. A 5.0mmx15mmx150cm express vascular sd stent was routinely flushed and then advanced over the guidewire; however, the lesion could not be crossed successfully despite repeated attempts and the stent was deformed. The device was removed, and the procedure was completed using another 6f non-boston scientific sheath and another of the same stent. The patient condition following the procedure was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left vertebral artery. A 6f short sheath was inserted via the right femoral artery. An ordinary 260cm guidewire was crossed into the lesion followed by advancing a 6f catheter over the guidewire, and then the guidewire was withdrawn. The lesion location was determined by catheter angiography, and an 018 guidewire was delivered through catheter and was delivered to the lesion opening. The balloon was delivered over the guidewire, and the lesion was dilated. A 5.0mmx15mmx150cm express vascular sd stent was routinely flushed and then advanced over the guidewire; however, the lesion could not be crossed successfully despite repeated attempts and the stent was deformed. The device was removed, and the procedure was completed using another 6f non-boston scientific sheath and another of the same stent. The patient condition following the procedure was stable. It was further reported that the target lesion was severely tortuous and moderately calcified. Furthermore, the stent material itself was bent and could not cross the lesion.

Manufacturer narrative:
B5 - describe event or problem: added information, based on additional information. E1 - initial reporter facility name: (B)(6). E1 -initial reporter address 1: (B)(6).